Event description:
During system setup, the pump displayed a system failure with a d2a error related to offset voltage in the bgnd test. The issue occurred prior to use, with no patient involvement or harm reported.

Manufacturer narrative:
The device is repaired by replacing the main board. Replaced the top case because it is cracked. The pump is calibrated and greased and reset to standard configuration. The main cause of customers¿ complaints was the faulty main board. After installing and replacing the parts, the pump passed all the testing and is fully operational.